Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs # 1225714-2014-02998 and 1225714-2014-02999.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on an unk date in (B)(6) 2012 after the use of the product.